Event description:
It was reported that the device exhibited a red screen and would not turn on. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Email address: (B)(6) device evaluation included on supplemental report.